Manufacturer narrative:
The reported event is confirmed, as manufacturing-related. The drainage lumen was flushed with methylene blue solution and water and pin hole was noted in catheter shaft over drainage lumen which is at 0.1420" from the bifurcation. This product is out specification. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use state the following:"(3). Insert catheter into the urethral meatus and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a needle-less syringe, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon."

Event description:
It was reported that water leakage was found from a pinhole around the bifurcation of the funnel. Per email received from investigator on 14-june-19, sample evaluation observed a hole in the drainage lumen near the funnel.